Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced itching, burning, rash, inflammation, dry skin, drainage, infection, and ¿yellowish¿, underneath sensor pod area. The reaction was treated with an oral antibiotic solution, penicillin 5ml. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced itching, burning, rash, inflammation, dry skin, drainage, infection, and ¿yellowish¿, underneath sensor pod area.

Manufacturer narrative:
(B)(4). B3 date of event - correction b5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced itching, burning, rash, inflammation, dry skin, drainage, infection, and ¿yellowish¿, underneath sensor pod area." H2 correction